Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The reported field event of death was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment] and no anomalies were found.